Manufacturer narrative:
This report is submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by FDA, curvafix, or its employees that the report constitutes an admission that the device, curvafix, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available, not disclosed, or does not apply, the section/field of the form is left blank.

Event description:
A patient had an implant removed on (B)(6) 2025 due to painful hardware. The retrograde anterior ring implant broke at the proximal end during removal. The remaining distal end of the implant was retained in the patient. The proximal head's prominence caused the pain and its removal eliminated the pain. The surgeon determined there was no clinical benefit to removing the distal portion of the implant.